Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced but confirmed. Through the event history log. The false alarms were caused bu a failed upstream sensor with low ultrasonic readings. The low ultrasonic readings it would make the pump more sensitive to air in line and upstream occlusion alarms. The failed upstream sensor was replaced.